Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys/ expiration date: 28-feb-2020 / serial#: (B)(4), mfg date: 03-sep-2018. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during attempts to implant the leadless implantable pulse generator (ipg) it was difficult to position and place, and it dislodged. It was also reported that rising and high thresholds were observed on the ipg during implant attempts. It was noted by the physician that the patient had an enlarged right atrium, which made it difficult to access the right ventricle. The ipg was removed and a transvenous ipg system will be implanted. No patient complications have been reported as a result of this event.